Manufacturer narrative:
Case (B)(4) - the device was not returned for evaluation, but a device history review was obtained for lot number 101849. There is nothing in the device history record that would indicate that the device was released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2020 a (B)(6) female patient with a history of atrial fib, underwent a total thoracoscopic surgical and left atrial appendage management procedure. Pre-procedure tee showed a clear left atrial appendage. The procedure was completed with the rf ablation (eml2) and a pro245 successfully placed on the laa. There were no procedural complications. Post-procedure same day, it was noted, patient¿s distal artery pulses were not palpable in one of the lower extremities, a clot was identified. Patient was returned to or, and clot was removed successfully, patient is doing well. Procedural complication.